Manufacturer narrative:
The handpiece is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): ¿no pt injury reported¿ (no consequences or impact to pt). Product problem(s): ¿vitrectomy handpiece and tip were not working¿ (device issue). The surgeon reported the vitrectomy handpiece and tip were not working during surgery. Add¿l info on the event has been requested. No pt injury was reported.